Event description:
During index procedure, 1 resolute integrity rx drug-eluting stent was intended to treat a de novo class c lesion in the mid lad with moderate calcification. It was reported that the stent failed to fully expand to its desired diameter. The stent was post-dilatated. No patient injury was reported.

Manufacturer narrative:
(B)(4). Results: (root cause of deployment difficulties unknown).